Event description:
Customer called to report observing a red-colored fluid leak near the probe waste chamber of the unicel dxh 800 coulter cellular analysis system. Customer was unable to locate the source of the leak. Customer stated that patient samples and results were not affected, and that no one was harmed by or exposed to the leak. The field service engineer (fse) inspected the instrument and found that the drain port on the nucleated red blood cell (nrbc) mixing chamber was plugged with tube stopper debris. The fse replaced the nrbc mixing chamber and tested the drain to ensure that the chamber was draining properly. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause of the leak was that the nrbc mixing chamber was plugged with tube stopper debris. ((B)(4).)